Event description:
It was reported to philips that the system did not emit x-rays. The system was in clinical use. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the customer was performing planned treatment, which was aborted, and it was completed by reprogramming. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not emit x-rays. A review of the system logfile multiple errors from x-ray generator: miu: phase fault, which confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the power supply from the ups to the equipment and the voltage values were ok, checked all the leds of all the components which was within the system specification. Upon further checking the fse found a false contact in one of the phases that feeds the equipment and defect in mains interface unit (miu). To resolve the reported issue, the fse corrected the contact and replaced the mains interface unit (miu) certeray. After replacement, the system was returned to use in good working order.